Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering found that the clamp arm detached from the distal end. One side of the shaft feature that mates with clamp arm pins is slightly bent backwards. While the evidence inconclusive, engineering concluded that damage to the insert accessory is most likely due to mishandling/misuse. On (B)(6), 2010 (B)(6), (B)(6) hospital risk manager stated that during a da vinci s colostomy closure procedure, a piece of the harmonic curved shear (hcs) insert broke off and fell into the patient. The broken piece was retrieved. She also stated that a piece from a replacement insert accessory also used during the surgical procedure broke off and fell into the patient. The broken piece was retrieved. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury. Med watch report 2955842-2010-00564 was also submitted regarding this event.

Event description:
On (B)(4), 2010, isi received uf/importer report (B)(4) with the following event description: end piece of device broke off.